Manufacturer narrative:
Qn#(B)(4). Device evaluation: the customer provided a photograph depicting a catheter inserted into the patient's subclavian vein with slack in the body between the box clamp and the suture wings. The suture wings and box clamp appeared properly secured. A product sample was also returned which showed signs of use but no defects or anomalies. The catheter was measured and functionally tested and found to be within specification. The clamp and fastener were assembled onto the catheter body and was found to be secure. A review of manufacturing records did not yield any relevant findings. The provided instructions direct the user to use the juncture hub as the primary suture site and the clamp as a secondary site as necessary. Although the photograph did show slack in the catheter, the issue could not be confirmed through evaluation of the sample. No problems were found with the device. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into a patient's right subclavian vein in the intensive care unit. The clinician reported that the catheter appeared to migrate from the insertion site despite it being secured with the hub and sutures as well as a dressing. There was no delay in treatment and no patient death or complications reported. It was noted the central venous catheter was due for removal so it was not replaced for the patient.